Manufacturer narrative:
The complete lead was returned with five is-4 connector sleeves for analysis with the reported events of the lead not fitting into the is-4 connector sleeves. The lead connector passed insertion testing into a test device and one of the returned connector sleeves but did not pass insertion testing into the other four returned is-4 connector sleeves. Dimensional analysis of the connector identified an over-sized diameter in a section of the connector boot that may have contributed to the reported field events.

Manufacturer narrative:
This product is registered as a combination product. (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant, the physician was unable to slide a green adapter completely onto the lead. The insulation at the junction of the lead and defibrillation - 4 (df-4) was too thick . Multiple adapters were tried but unsuccessful. The physician opted to exchange the lead out of fear he would not be able to correctly connect it to the header. The patient was stable.